Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue with the remote manager was a ghost failure. The field service engineer (fse) confirmed that customer successfully recovered the remote manager and resolved the issue. The system functioned as intended after the customer resolved the issue.